Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the right ventricular (rv) lead exhibited high thresholds and positional capture. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.